Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced connectivity issues with their smart device. No medical intervention was reported. Additional event or patient information is not available.